Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the controller has to be right on top of the ins in order to connect since asked unknown event date. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the patient. It was reported that the patient called in and said they were trying to get assistance because they were not able to connect or charge properly. The patient said they had called before because the equipment wasn't connecting and was sent a replacement controller and recharger, but the telemetry issues continued. The patient said they could not read the implant with the controller unless connected to recharger, and they'd have to hold the device right on their implant to connect. The patient said they talked to rep a couple times and rep was supposed to get back to the patient, but never did. The manufacturer's patient services specialist (pss) reviewed the role of the rep and emailed the field team in the patient's area. The patient also mentioned they would try to contact hcp office to see if they could set up a meeting. Additional information was received from a manufacturer representative (rep). It was reported that the rep had tried to meet with the patient on (B)(6) 2024. However, the rep was unable to meet up with the patient, as the patient did not return the rep's voicemails. The rep had still not heard from the patient a week later.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Pt reported that the controller does not recognize the implant unless the recharger is plugged into the controller. Agent confirmed with pt recharger and controller have already been replaced. Agent sent email to local reps. Agent redirected to doctor (name asked - unknown) to be seen in person for implant charging issue and pairing controller with the implant.